Manufacturer narrative:
The technician found the hex rod was damaged due to a screw securing the hex rod to the activation assembly was broken off, causing the assembly to move back and forth and not engage the caster completely and damaged the caster. The technician replaced the rod and caster to repair the stretcher.

Event description:
Information received indicates the foot caster is not locking properly.